Event description:
Related manufacturer reference number: 2017865-2022-00229. It was reported that a patient presented remotely via merlin.net. Review of transmission revealed that the patient experienced ventricular fibrillation (vf) and received multiple shocks that failed to convert rhythm from the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead were able to successfully convert the rhythm in the end. The physician elected to explant and replace the ICD and rv lead. The patient condition was stable.